Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The pt presented with a hard thrombus in the distal ica, with complete occlusion of the mca. The pt was enrolled in (B)(4) trial, and treated unsuccessfully with the pulse flow restoration device. Following this unsuccessful attempt, the physician attempted to aspirate the clot with an 054 reperfusion catheter that was previously placed during the procedure with the pulse device. However, the physician lost position of the 054, which moved back from its intended position in the m1 mca, into the ica. To advance the catheter again, an 032 reperfusion catheter was used coaxially, but it could not advance distally outside of the 054. When the physician attempted to pull the 032 reperfusion catheter back out, he encountered extreme resistance, and eventually could not move the 032 any further out of the pt. He described the 032 catheter as being "fixed" inside of the 054, and as a result of attempting to pull the catheter back, the catheter material had stretched substantially. He had no choice but to remove the entire system and start catheterization again. Overall, the procedure was unsuccessful, and the pt went on to develop a major infarction of the anterior territory affected by the stroke. This MDR is associated with MDR 3005168196-2011-00030.